Manufacturer narrative:
Complaint record tw (B)(4) is being cancelled as there is no defect with the device. Corrected sections to blank entries: b6, b7, entire d section, entire e section, g2, g4, entire h section. Update sections: g3, h2, h10, h11.

Event description:
Complaint record tw (B)(4) is being cancelled as there is no defect with the device.

Event description:
The hospital reported t.w. Power supply s/n (B)(6) failure. The outputs are outside of tolerance.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.